Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Programmed multiple boluses and monitored; unit uploaded properly using carelink. No carelink anomalies noted. Pump error was present in the pump trace download due to due to poor solder joints at u1 on keypad assembly. The pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture, stained keypad overlay buttons, severely faded serial number label, peeling end cap address label and corroded battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had pump error alarm. The customer's blood glucose was unknown. The customer passed self test. The customer was able to rewind the insulin pump. The product was returned for analysis.